Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was to be replaced but it was unknown if there was an issue with the device. The consumer indicated that they guess the pain was the issue but had no further information. The indications for use were spinal pain and rsd/causalgia complex regional pain syndrome. No device issues reported.